Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(4) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that readings were 150 points off. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.